Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital's nurse that on (B)(6) 2014 the pt was admitted for a gi bleed and was discharged on (B)(6) 2014. The pt was admitted again on (B)(6) 2014 for a gi bleed and received packed red blood cells (prbc's) on (B)(6) 2014, and was discharged on (B)(6) 2014. The pt was readmitted on (B)(6) 2014 for rectal bleeding and received packed red blood cells the following 3 days, and was discharged on (B)(6) 2014.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.